Event description:
It was reported that pump displayed repeated cartridge change errors despite customer attempting to load multiple new cartridges. There was no adverse impact to the customer's blood glucose level. Customer inspected pump and cartridge components, cleaned pump connection area, and attempted cartridge loading with guidance from technical support but was still unable to complete the process, then temporarily used injections as backup therapy while issue was escalated. Csa later reviewed loading steps, confirmed customer followed procedure correctly, determined pump replacement was needed, and arranged shipment of replacement pump with instructions for storage, return of problematic pump, and setup of new device; customer planned to contact healthcare provider regarding ongoing insulin therapy.